Event description:
It was reported that during a ureteral stone retrieval procedure, a parachute basket would not close, and injured the ureter as it was pulled out. A second parachute basket was deployed and the same problem occurred. A segura basket was then deployed and the procedure was completed successfully. The patient was ok after the procedure, with edema of the ureter. In the parachute basket directions for use, potential complications include: ureteral perforation, ureteral evulsion and edema.